Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 171 mg/dl. The customer noticed she could not insert the reservoir's cartridge nice and smoothly. She had an MRI done after she passed out from a car accident, when she was hit by a driver that was driving under the influence. She was advised to disconnect from the insulin pump and revert to a back up plan. The customer was able to complete the rewind sequence. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a scratched reservoir tube window, cracked battery tube threads, and a cracked reservoir tube lip.